Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: patient experienced a myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a trial that two xience v stents were implanted in the patient in 2008. A 3.5 x 28 mm xience v stent was implanted in the proximal lad and a 4.0 x 15mm xience v was implanted in the first obtuse marginal. The procedure was completed. The following day, on the next day, the patient had a peri-procedural myocardial necrosis without symptoms and ECG anomalies and was treated with revascularization. No additional event or patient information is available.

Manufacturer narrative:
The second xience v (4.0 x 15mm) mentioned is being filed under the same manufacturer number. Results and conclusions summation: product performance engineering reviewed the incident. Myocardial infarction is a known adverse event associated with coronary stenting as noted in the rx xience v instructions for use (IFU) and the risk assessment. This known patient effect is not necessarily an indication of a product quality issue. There does not appear to be any indications of a stent delivery system quality problem as there was no reported device malfunction. A conclusive root cause for the reported patient issue and the relationship to the device, if any, cannot be determined.